Manufacturer narrative:
The sample was serum that was centrifuged for 10 minutes at 3000g. If a sample is reactive, the customer re-centrifuges the sample prior to retesting. The customer sent all samples of reactive results to an external lab for confirmation. Qc was within the established ranges prior to and after the event. Service was not dispatched for this event. The sample is not available for re-testing. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reproducible reactive rubella igm results generated by unicel dxi 800 access immunoassay analyzer for one patient's sample. The results were not reported out of the laboratory. Repeat testing by an alternate method produced a non-reactive result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.